Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Patient now presents with a fracture of the femoral stem at the junction of the body and requires exchange of femoral and hinge components on (B)(6) 2020.

Manufacturer narrative:
Reported event: an event regarding stem crack/fracture involving a mrh femoral component was reported. Conclusions: it was reported that the patient's hip was revised due to a fracture of the femoral stem at the junction of the body. Based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. A full investigation is completed on the triathlon stem ((B)(4)) within the same pi.  No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
Patient now presents with a fracture of the femoral stem at the junction of the body and requires exchange of femoral and hinge components on (B)(6) 2020.